Event description:
It was reported to medtronic neurosurgery that the pressure level of the valve had changed from 2.5 to 2.0 a few weeks after the surgery. According to the report, the patient did not have an MRI.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.